Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a power error alarm on the insulin pump. Customer stated that it has done it 3 times since 10 pm last night. Customer was explained that the internal power source in the pump is unable to charge. The pump is operating on the aa battery only. Troubleshooting was performed and the customer was explained that the process should resolve the power error detected condition. Customer was advised to monitor the pump and call back if the error recurs in the next 4 hours.